Manufacturer narrative:
A silicone coated latex catheter was inserted and the patient suffered from itching and irritation. The patient self medicated herself with drugs that she had at home due to pre-existing conditions. The patient has many known allergies including latex. The doctor ordered a silicone catheter. There is a caution statement on the labeling that clearly states that this product contains natural rubber latex which may cause allergic reactions. There was no sample returned for evaluation. The root cause has been determined to be user error. However, due to the fact that the end user self medicated with a prescription drug and in an abundance of caution, this medwatch is being filed.

Event description:
The patient had an allergic reaction to latex..